Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed in the laboratory and was date (B)(6) 2020. Further investigation found that the alert was a false positive and was triggered by the device's firmware having been reloaded a few weeks prior. The device was tested on the bench and no anomalies were found. A longevity assessment was performed and the battery depletion was normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information was requested but not received.